Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and a battery depletion code was recorded. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information received indicates that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to product performance anomaly. A new device of the same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and a battery depletion code was recorded. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information received indicates that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to product performance anomaly. A new device of the same model was successfully implanted. No additional adverse patient effects were reported. Additional information received indicates that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion (pbd) and battery depletion code. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and a battery depletion code was recorded. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.